Event description:
During a transfemoral tavr procedure, after the valve was deployed, an effusion was noted. Post drainage, small right ventricle tears and a left ventricular perforation were confirmed. Balloon aortic valvuloplasty (bav) was performed with a 25x4cm zmed balloon. Post dilatation the patient experienced significant central aortic regurgitation and pressures dropped. CPR was initiated to circulate medications. CPR was stopped and the 26m sapien xt valve was quickly deployed in a good position. However the patient¿s pressure still did not recover adequately. The echo showed good valve deployment however an effusion was present. Based on the location of the effusion [appeared to be posterior] a small window was made and the effusion was drained successfully while the patient was on temporary bypass. After draining, several small tears on the right ventricular wall and a small left ventricular perforation were found. The team thought the right ventricle tears were due to the CPR, and the left ventricular perforation may have been caused by the guidewire. Both ventricles were repaired. Temporary bypass was stopped and the patient left the room in stable condition.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the physicians determined that the guide wire position in the left ventricle caused the perforation and subsequent pericardial effusion. The small right ventricle tears was attributed to the CPR performed during the case after bav with a non-edwards balloon. There is no allegation against the edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.